Event description:
It was reported that the spinal cord stimulation (scs) patient, experienced an increase in his back pain and charging difficulties. Patient mention he had not charged his implantable pulse generator (ipg) close to a year. The patient expressed a desire for MRI compatibility. The patient underwent a procedure wherein the ipg was explanted. The device will not be returned as it was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.